Event description:
Facility alleges kink in arterial line resulting in hemolysis. Facility reported that pt was hospitalized treated and now is back to unit. Post event hct 40%. Facility has forwarded sample to dsd for evaluation. Facility said chief technician was not able to track this reused line lot number./